Event description:
A carefusion dorsey laparoscopic instrument broke at the jaw pivot point while in use. The small pin that holds the inner portion of the jaws together was noted to not be in the instrument tip. It was searched for in the operative space and was not found. An x-ray was done per protocol and the radiologist said the abdomen was clear of foreign bodies. The device will be returned to the manufacturer for failure analysis.